Event description:
Same case as MFR: 3005099803-2014-03407. It was reported during a percutaneous nephrolithotomy treatment procedure, the guide wire coating unraveled. The target lesion was located in the renal pelvis. A 4.8x22-30 contour vl and amplatz super stiff guidewire were selected. When placing the stent the 4.8x22-30 contour vl unable to advance through the amplatz guide wire and buckled .the 4.8x22-30 contour vl stent was removed. A 6x22-30 contour vl was selected; again there was difficulty advancing over the guidewire and the stent became buckled in the renal artery and tore. The kidney was able to be drained so the stent remained implanted. Additionally, the teflon coating of amplatz super stiff guidewire unraveled off the steel core. The procedure was completed with these devices. No further patient complications were reported and the patient's status is okay

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).